Event description:
It was reported that the "camera is not recognize light lead" from camera head. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The product was returned to olympus on 05/08/2024 and the customer's reported issue was confirmed. Based on the results of the investigation, the images were not displayed due to cable failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the "camera is not recognize light lead" from camera head. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d9 - device returned to mfg - should be blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the "camera is not recognize light lead" from camera head. There were no reports of patient harm.